Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.18 ng/ml; repeated three times giving 0.17, 0.13 and 0.15 ng/ml. A second sample was obtained and tested on a different analyzer giving 0.090 ng/ml; repeat gave 0.091 ng/ml. In 2008, the original sample was repeated by initial method giving 0.12 ng/ml and by different analyzer giving 0.85 ng/ml. The second sample, (plasma) was repeated by different analyzer giving 0.090 ng/ml. A third sample, (serum) was repeated by different analyzer giving 0.101 ng/ml. Erroneous result was reported. Pt not adversely affected. If add'l info is received, appropriate notification will be provided.